Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined defibrillation coil impedance when connected to the new device at a generator replacement procedure. Impedance had been in normal range though the old device. The connector pin was verified to be seated in the header of the new device. Testing was conducted and all coil impedance was then out of range through the old generator as well. Other leads incorporating the defibrillation coil also exhibited high undefined impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 419488 lead implanted (B)(6) 2007; 5076-52 lead implanted (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.